Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
According to the complainant, when attempting to prime lipid tubing once loaded into the IV pump, the pump alarm went off, stating "downstream occlusion," followed by "risk of free flow." The involved IV tubing was removed from the pump, and then the user attempted to prime the lipid tubing using multiple pumps, all of which triggered the same alarms. No visible obstructions or kinks, and no tubing clamps were closed at the time of the alarms. Upon switching to new lipid tubing, the user was able to successfully prime the line. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and no event logs were provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.